Manufacturer narrative:
Additional information received; it was reported that the blood culture testing for infection was taken from the patient at the time of emergency surgery and subsequently came back mrsa positive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 13-may-2022, UDI#: (B)(4) ; product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 13-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that the patient had a "halo" sign outside the proximal aorta noted on cta 3 months later with a normal whiteblood cell count. Two weeks later the patient presented emergently with a ruptured aneurysm. Emergent surgery was performed and when the physician exposed the aorta it was noted the grafts were " free floating" and the tissues were too fragile. As a result the physician was unable to implant anything. The stent grafts were partially explanted. The patient subsequently expired the next day. As per the physician the cause of the event was a stent graft infection. It was noted the patient was mrsa positive. No additional clinical sequalae were provided and the patient is expired.